Manufacturer narrative:
Device received with critical pump error due to moisture damage at electrical board. Unable to perform self test, sleep current measurement, active current measurement, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to verify keypad unresponsive/button error alarm due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the numbers was not ramping on their own. The customer also stated that the scroll bar was moving with no input. Customer also stated that the insulin pump had insulin pump error alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.